Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Four ventricular nonsustained tachycardia episodes of less than 210 ms occurred between (B)(4) 2009 07:05:23 and (B)(4) 2009 17:39:04. One ventricular fibrillation episode of 190 ms average ventricular cycle occurred on (B)(4) 2009 07:07:16. One patient alert for svc(hvx) lead impedance of 102 ohms occurred on (B)(4) 2011 03:00:03. Daily hv-lead impedance trend data shows a spike increase for svc of 80 to 102 ohms range between (B)(4) 2011 and (B)(4) 2011, then returning to a baseline of 80 ohms (B)(4) 2011.

Event description:
It was reported that there was a lead warning for elevated impedance on the superior vena cava (svc) coil of the right ventricular lead, possibly due to a fracture. The lead remains in use. No patient complications have been reported as a result of this event.